Manufacturer narrative:
(B)(4). Date sent: 9/4/2018. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open gastric tube formation, the staples on both staple lines next to the knife were unformed from the first firing to 5th firing. Five tcr75 were used as follows: two tcr75 (batch# r58a1u) were used at the first and 4th firing. Two tcr75 (batch# r58k31) were used at the 2nd and 3rd firing. One tcr75 (batch# r58a1u) was used at the 5th firing. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58f1x. Device evaluation: the analysis results found that the tlc75 device was received with no apparent damage and with five reloads present. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples meet the staple form release criteria the event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.